Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was unable to be confirmed; however the tip coils were damaged. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery that was calcified. The tip of the guide wire was shaped by hand, and after advancement of the guide wire in the patient anatomy, on fluoroscopy, an anomaly/separation was noted at the tip of the guide wire. There was no reported resistance during advancement or retraction of the guide wire in the patient anatomy, and the guide wire was removed from the patient without issue. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.